Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ctze, product type: lead. (B)(4).

Event description:
The consumer reported that the implant shut off in error in 2014. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.